Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right occipital artery using penumbra smart coils (smart coils). During the procedure, the physician placed four smart coils and two non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to advance another smart coil into the microcatheter, the physician experienced resistance after advancing approximately two centimeters of the smart coil into the microcatheter and the smart coil would not advance further; therefore, it was removed. The procedure was completed using additional smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was intact. The pusher assembly was kinked approximately 2.0 cm and 130.0 cm from the proximal end. The smart coil assembly was intact with the pusher assembly. The embolization coil had multiple offset coil winds throughout the coil. During functional testing, resistance was encountered while attempting to advance the smart coil through the hub of a demonstration microcatheter and the coil could not be advanced any further. The penumbra investigator inadvertently kinked the pusher assembly during functional testing. Conclusion: evaluation of the returned smart coil revealed a device with offset coil winds. If the smart coil introducer sheath is not properly aligned with the parent device when attempting to advance, resistance may be experienced. If the device is forcefully advanced while experiencing resistance, damage such as offset coil winds may occur. The offset coil winds likely contributed to the resistance experienced during functional testing. Further evaluation of the smart coil revealed kinks along the pusher assembly. If the device is forcefully advanced against resistance, damage such as kinks may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.